Event description:
Arrow mac two-lumen central venous catheter inserted into left subclavian vein and propofol infused into catheter. Pt developed bilateral pleural effusions on chest x-ray. When bilateral chest tube inserted, white milky substance drained from both tubes. This appears to be propofol, lipid based emulsion.